Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an undefined cartridge alarm occurred during the load process. Customer's blood glucose level was 80-250 mg/dl. Reportedly, a new cartridge was loaded to address the issue.